Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2016 the patient had a secondary intervention to repair an unknown issue where the physician implanted a suprarenal aortic extension and limb sent graft. On (B)(6) 2016 the patient had a type 3b endoleak and the physician implanted an additional bifurcated stent to seal the endoleak. On (B)(6) 2017, a follow up doppler ultrasound showed a type 3a endoleak between main body and aortic cuff. On (B)(6) 2017, the physician placed an infrarenal aortic extension and ballooned with a coda balloon post placement. A final angiogram confirmed there was no remaining endoleak. The patient is reported as doing well.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were evidence of secondary repair with an infrarenal aortic extension; however, the reported endoleak type iiia was refuted, there was no endoleak identified on the angiogram. There was no known device, user, procedure or anatomy related issue, or any associated off label/cautionary conditions that contributed to the event. The final patient disposition was reported to be doing well. Based on the information available the root cause of the reported event is unknown.